Event description:
Customer reported the panorama central station shut down which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company representative installed a loaner unit.